Event description:
The customer reported to their baxter sales representative (bsr) of two (2) occurrences where the tubing was pulled apart from the lower port of the clearlink duo-vent continu-flo set, by the patient. There was no patient injury or medical intervention necessary. The set was discarded due to contamination. No additional information is available. This is report 2 of 2 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The set was discarded due to contamination. This report was originally included in report 6000001-2010-01134. A follow-up MDR will be submitted if additional information becomes available.